Event description:
Perclose failed to function properly due to anchor failure, access site was lost, manual pressure was held and right femoral vein was re-accessed per physician. New access site was successfully closed with a new perclose. No hematoma was noted on access site after procedure.footplate did not release.